Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to close, with possible obstruction and damage on the back right side. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had trouble closing. A field service engineer (fse) found that the full height auxiliary drawer 5 was sticking out of formation a bit when closed and chunk of the bearing cage was wedged between the drawer frame and sliding drawer. The fse removed the metal piece, the rails were smoother, and the drawer closed properly and reported that the right-side rail needed to be replaced. Then verified that the auxiliary full height drawer 3 rails were missing the baring cage, replaced the rails and rebooted and ran firmware upgrade to resolve the issue. Also tested in hardware test application and the customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to close, with possible obstruction and damage on the back right side. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.